Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 600 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer's blood glucose reading at the time of call was 600 mg/dl. Customer blood glucose reading at the time of the incident was 463 mg/dl. Customer reported they have contacted their healthcare provider regarding the high blood glucose reading. Customer treated the high blood glucose reading with pen humalog 26 units. Customer stated high blood glucose reading started on (B)(6) 2017. Customer removed and changed the set. Customer reported site is changed every 2-3 days, cannula was not bent. Customer did not mention drive support condition. Customer stated there were no leaks or air bubbles. Customer reported they are unsure if bolus wizard was programmed accurately. Customer did not perform high pressure test. Products will not be returning for analysis.